Event description:
The lay user/pt contacted lifescan (lfs) alleging erratic readings on his ultra meter. A pt reported blood glucose results of 19.6 mmol/l, 7.1 mmol/l, 6.6 mmol/l and a 6.8 mmol/l" with a lifescan meter, performed within 20 minutes of each other. The pt has had a virus for the past five to six weeks. He took his oral medication "gliclazide" (80 mg) after attempting to use the meter. The pt contacted his physician for assistance and did not receive any medical treatment. The test strips were on good condition and not expired. The pt did not have control solution to check the test strips. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the pt a replacement meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=1.11 mol/l thereby indicating a potential malfunction of the meter in terms of precision.